Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, explanted: "(B)(6) 2201", product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider in regards to a patient who was being treated with gabalon intrathecal therapy via an implanted pump. Daily dose was administering 280 mcg/day and continuing. The concentration was unknown. The date of implant was unknown. The pump's indication for use (IFU) was listed as spinal cord injury. Past history/history of adverse reactions were reported as none. The patient had no concomitant medications. On (B)(6) 2015, the patient had decreased effect that was observed for the patient who was scheduled to undergo a pump replacement procedure. Therefore, fluoroscopy was performed on (B)(6) 2015 and confirmed that the pump side of the catheter had been fractured. A catheter x-ray study was completed showing a leak. Pump operability test and a rotor test were not performed. The pump and catheter was explanted and replaced on (B)(6) 2015 and the event was resolved. There were no patient complications other than the event of effects decreased. The adverse event was assessed as "serious" and required hospitalization. The patient recovered from the adverse event with outcome on (B)(6) 2015. There was no causal relationship to the pump, investigational drug, or procedure; there was causal relationship with the catheter. The attending physician assessment noted that 13 years had passed since the pump system implant as a clinical trial, and the physician therefore requested to confirm whether the catheter damage was caused by physical impact or normal deterioration. Additional information was requested to clarify concentration, lot number, return status, and model serial of the catheter. If additional information is received, a follow up report will be sent. Additional information from the healthcare professional (hcp) indicated that the test confirmed that there was a rupture along the proximal catheter. Following the replacement on (B)(6) 2015, the situation improved and the patient recovered. The patient experienced no health damage other than effect reduction.